Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (57-66 mg/dl). The customer believed the low bg was due to overcorrecting; however, did not state if the due to the pump settings or related to the pump. Food and juice were consumed to address the low bg. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.